Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the sensitivity was out of range, the device passed all incoming tests. However, it was noted that it generated an error at power-up on the bench which was attributed to its main printed circuit board being out of specification and that its hanger assembly would not close all the way. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) sensitivity was out of specification. It was further reported that the generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The board was assembled into a golden unit. The device powered on to an error. The eeprom (electrically erasable programmable read-only memory) was replaced. The main board was run on the automated test console, all tests passed. The log was reviewed, one error was verified in the log. Conclusion: could not confirm the customer complaint, the error was verified in the log but could not be reproduced on the bench. The error that occurred at power up was due to a corrupt eeprom. If information is provided in the future, a supplemental report will be issued.